Event description:
Literature was reviewed regarding ¿the correlation of aortic neck angle and length in abdominal aortic aneurysm with severe neck angulation for prediction of intraoperative neck complications and postoperative outcomes after endovascular aneurysm repair¿. The time frame of this study was over eight years. 115 patients were included in the study. Multiple manufacturers devices were mentioned; the following medtronic devices were used: endurant stent grafts among the patient population the following malfunctions included : ia endoleak, migration, type iiib endoleak, the following adverse events occurred: occlusion, dissections, hematoma, embolization, ischemia, infection, multiple organ failure, myocardial infraction, congestive heart failure, respiratory failure, renal failure, rupture, intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; the correlation of aortic neck angle and length in abdominal aortic aneurysm with severe neck angulation for prediction of intraoperative neck complications and postoperative outcomes after endovascular aneurysm repair chinsakchai k, sirivech t, moll fl, tongsai s, hongku k. Journal of clinical medicine . 2023sep 6;12(18):5797. Doi: 10.3390/jcm12185797. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.